Event description:
Information received with return of the explanted device notes that the patient presented to the emergency room complaining of shortness of breath. A surface ECG displayed complete heart block with a ventricular escape rate of 45 bpm. Interrogation of the device revealed dddr mode. Measured battery and lead data were normal. Adequate pacing and sensing parameters could not be obtained through programming. Therefore, the device was replaced.